Manufacturer narrative:
Additional information provided: b.5 & h.6.

Event description:
There was no patient involvement.

Manufacturer narrative:
The customer reported bezel post recall was completed and found not to be affected by the bezel post recall. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause was of the bezel post recall was identified by the service depot and was found to be not affected by the recall. Service determined the proximate cause of the bezel replacement was the result of non-supported (3rd party) parts. Service determined the proximate cause of the rear case replacement was the result of non-supported parts. Service determined the proximate cause of the male and female iui replacement was the result of non-supported parts. Service determined the proximate cause of the ail replacement was the result of a worn housing. Service determined the proximate cause of the display board replacement was the result of corroded board.

Event description:
The device was found to be damaged.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the bezel post recall was identified by the service depot and was found to be not affected by the recall. Service determined the proximate cause of the bezel replacement was the result of non-supported parts. There was no reported patient injury. This device is used for therapeutic purposes.